Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak occurred during fill 1 of their treatment. Prior to discovery of the fluid leak, an unknown alarm occurred. The patient cancelled the treatment and decided to perform manual pd therapy. When the cycler door was opened to remove the cassette, the patient noticed fluid leaking out from the cassette compartment. Upon follow-up, it was confirmed that the patient completed their treatment by performing manual pd exchanges. No visible damage was identified on the cassette, and the patient was unsure what caused the leak. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed that the patient¿s pd nurse was notified of the fluid leak. There was an additional, unrelated event that occurred three days later, which was when the patient contacted fresenius technical support (ts). That event was also a fluid leak. The ts representative advised the patient to discontinue use of the cycler and issued them a replacement machine. At the time of follow-up, the replacement cycler had been received and the patient was continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer; however, the physical evaluation of the cycler will be performed under the record capturing the most recent fluid leak event. The cycler set was not available for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak occurred during fill 1 of their treatment. Prior to discovery of the fluid leak, an unknown alarm occurred. The patient cancelled the treatment and decided to perform manual pd therapy. When the cycler door was opened to remove the cassette, the patient noticed fluid leaking out from the cassette compartment. Upon follow-up, it was confirmed that the patient completed their treatment by performing manual pd exchanges. No visible damage was identified on the cassette, and the patient was unsure what caused the leak. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed that the patient¿s pd nurse was notified of the fluid leak. There was an additional, unrelated event that occurred three days later, which was when the patient contacted fresenius technical support (ts) for troubleshooting assistance. The ts representative advised the patient to discontinue use of the cycler and issued them a replacement machine. At the time of follow-up, the replacement cycler had been received and the patient was continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available for evaluation as it was reportedly discarded.